Manufacturer narrative:
E1 - event site name - (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by direct call from the customer to the emergency support program (esp), that during use of sensation plus 50cc intra-aortic balloon (iab) there was a "fiber optic sensor failure" alarm. No harm to the patient was reported. Esp personnel directed the customer to discontinue use of the fo portion and to connect and monitor the transduced inner lumen to the cardiosave iabp.